Manufacturer narrative:
If the device is returned and tested a supplemental report may be submitted. Complaints will continue to be monitored for trends.

Event description:
Reported issue: lancets had 2 blades in it instead of one. You can see on the picture where the blade is fastened to the little white tab. There was another blade sitting on top and when the nurse went to stick the baby's heel, the loose blade flew out and stuck her and the attached blade stuck the baby. Nurse was holding baby's foot to complete a heel stick. She held the baby's left leg in her left hand. She held the lancet in her right hand and when she pushed down the white piece, a sharps punctured her right pointer finger. At the same time another needle punctured the baby's left leg. After opening the lancet we found two individual needles in side.